Manufacturer narrative:
The device was not received by depuy synthes power tools. If add'l info is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device experienced "low power" during knee surgery. It is known that the device was being used during surgery; however, no pt or user injury or medical intervention occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.